Event description:
Previous history of coronary artery disease, ventricular arrhythmias. ICD implant. ICD replacement 1999. Pt experienced 2 inappropriate shocks for oversensing of the ventricular lead. ICD interrogation revealed lead malfunction. Pt was referred to dr and stored ventricular electrogram from event were faxed to him.